Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to pain and osteoarthritis. Subsequently, the patient was complaining of pain. During a consultation with the doctor, x-rays and CT scans showed signs of wear with no loosening. The patient is now being considered for a revision procedure. No revision procedure has occurred to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to pain and osteoarthritis after a trauma. Subsequently during a doctors visit, it was noticed that x-rays and CT scans showed signs of wear with no loosening. No revision procedure has occurred to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown stem, unknown cup. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient had an initial right hip arthroplasty on an unknown date. Subsequently, the patient has been indicated for revision due to unknown reasons. No further information has been provided.